Event description:
It has been noted that patients receiving 5-fu via cadd solis infusion pump have been noted to have residual medication left in the cassette when the pump is noting all the medication has been delivered. The residual amounts have been noted to be as high as 18.2%. Once we were alerted to this potential concern, we began tracking residuals in the cassettes once the pump read that all medication had been delivered. In all 9 patients we were able to measure residual in, there was at least 10% residual noted. This is greater than the 6% variance that we were informed is standard. Our pharmacy team has been in contact with infusystems about this issue, and the cassettes in question have been returned to them for their evaluation. We are now no longer using the cassettes and instead using a 336 ml bag for delivery of the medication. Since this switch the residuals have been noted to be less than the 6% variance. This is concern for a cassette malfunction.